Event description:
It was reported, the customer received a motor error alarm while refilling their insulin pump. Customer's blood glucose was 263 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also reported receiving a no delivery alarm. It was also found the customer was unable to complete the rewind sequence on their insulin pump. Troubleshooting did not occur for the no delivery alarm as the insulin pump is being replaced. Customer also reported a lost sensor alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarms noted. The motor was tested outside the device and passed. No unexpected no delivery alarms noted. The insulin pump properly connected to the glucose sensor simulator. No lost sensor alarm noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratches on lcd window.